Event description:
Related manufacturer reference number: 3006705815-2022-17166. It was reported the patient experienced discomfort at the ipg site. To address the issue, the physician relocated the ipg pocket to a different location during the patient¿s ipg replacement surgery.

Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.